Event description:
Pt was scheduled for MRI of the brain without contrast for headaches. There was no billing info for the pt. The screening form was filled out and the pt had checked no to all the questions. The prescription was from dr for MRI of the brain without contrast. Pt taken to dressing area to lock up valuables while rptr explained the procedure. The pt was very cooperative and pleasant, and the scan commenced at approximately noon. Another worker opened the door to the mobile unit and stood in the doorway asking rptr if she could bring them anything from the store. They discussed the previous pt, who also had a brain scan that day, while rptr was scanning the pt. They left about ten mins later, and rptr completed the scan on the pt. As soon as the last series was complete, rptr heard the pt call out. Rptr immediately brought pt out of the scanner. Pt was crying and very upset, and said their head was burning. Rptr helped pt sit up and asked what they had called out to rptr before, but they never heard pt and rptr told pt that. Pt said they had felt the burning for a while, but did not say anything at first. Pt was rubbing the left side of head, and said they had a knot on head. Rptr looked at it and could feel a bump on scalp. Rptr walked the pt out of the scanner and back into the dressing room inside the building. Pt seemed to be a little calmer, but was still obviously shaken. Pt went into the dressing room and rptr told them they would be right back. Rptr immediately reported some kind of MRI accident, and that the pt was in pain and complaining of a burn to the left side of head. Rptr said they needed to call a radiologist. Pt didn't want to say anything because everyone had told them it was so safe and such an easy test and that they had nothing to worry about, so they just laid in there until they couldn't take it anymore. Rptr looked at the images that were still reconstructing when they left, and saw an oval density on the left side of the pt's head within the scalp in the coronal series. Rptr wrote a quick note about what happened on the radiologist's paperwork, grabbed the films in the processor tray and ran back into the building. Called the reading radiologist who had never heard of such a thing happening. Pt told to go back to work and talk to office mgr at the office and that office mgr would know what to do. Rptr looked over the head coil, the magnet, the cushions and the bedding and found nothing. Nothing was warm, there were no foreign objects, and no unusual marks at all. Rptr sent an email to dr. Rptr asked for guidance on how to handle the situation. Rptr reported the incident to general electric. They said there was still a credit hold on the account, so they could not page a svc engineer, and the voice mail system was not working. This was confusing, because the owners told rptr that the credit hold had been cleared up. Rptr told ge they would call them back. Rptr called the contrast coverage dr. No one had contacted the contrast coverage dr about the burn incident. Rptr said rptr was not working for the clinic anymore because they cancelled rptr at the last min again the previous week. Rptr said rptr was planning to turn in rptr's resignation. Rptr called the reading radiologist. He said he received a call that said a pt had a headache. Rptr told him that the pt was very distraught and complained of a burn. He said he had never heard of such a thing happening. Rptr asked him what should be done and if he was planning to report the incident and he said no, because he is not the medical director. Rptr returned to the building. The daily schedule had four MRI pts scheduled. Rptr went back to MRI, shut off the machine, locked the door and left the premises. Rptr called dept of health, bureau of radiation control. The bureau does not regulate MRI machines.